Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins). Information was reported that the caller stated the patient went to their healthcare provider (hcp) because the patient broke her shoulder. The caller stated when the hcp checked her shoulder, they verified the patient was having pain because the ins battery went bad. The doctor put in a new ins battery. The caller stated these issues started a few months ago. No further complications were reported. No additional patient symptoms were reported.